Event description:
It was reported that the disposable cassette was not being accepted by the pump. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been received to date.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-13125]. The report was submitted in error.

Manufacturer narrative:
Other, other text: please disregard the initial report submitted with the MFR#:3012307300-2022-13125. The report was submitted in error.